Event description:
A zoll dist returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation,the cable connecting the distribution node to the rear therapy electrode was missing and the ECG a and b cable was pulled from the strain relief. The cause for the test failure was isolated to the missing and pulled cables. The root cause for the missing and pulled cables could not be positively identified. No adverse event resulted from the defective electrode belt.